Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported over the course of 2 cases the rb1 needle was popping off the suture and it's not a pop off suture. They wouldn't use anymore suture from that box. Got another box from another hospital with a different lot number to use for the next few weeks of cases. No adverse impact to the patient/user. Device is not available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: please provide an answer for each patient-event: ¿ (B)(4) - case 1. ¿ (B)(4) - case 2. - have any of these events been previously reported to ethicon? No if so, could you please provide the corresponding reference number(s)? - if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? - when did the suture detached from the needle (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During use - how many devices demonstrated the alleged deficiency? At least 3 instances. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Am (please refer to the attached email) vascular surgeon. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.